Manufacturer narrative:
Complete product detail has not been received at this time. If further information is received a follow-up medwatch will be filed as appropriate.

Event description:
Patient was revised to address tibial loosening at the cement/implant interface and metal sensitivity. Cement manufacturer is unknown.

Manufacturer narrative:
Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Update 24 may2017: additional information received: product and lot code of tibial tray . Added record for the femoral component, dome patella and tibial insert. A worldwide complaint database search found no other related reported incidents against the provided product/lot combination since release for distribution. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.